Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was completed with no discrepancies found. Pm logs were reviewed, and all pms were completed with no discrepancies found. Affected amount: 1pc duoderm hydroactive gel 30g was manufactured under sap number (B)(4) and manufacturing lot number 0d01345. Lot # 0d01345 was sterilized under lot number 20d21k7518 and released on review of results of sterilization provided by sterilization company baxters. All results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-017 ver.28.0 for gel. Visual inspection in accordance with pi12-017 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0d01345. This is the only complaint for the affected lot registered within the complaint system. No photographs or samples are available to evaluate and therefore the complaint cannot be confirmed. This issue will be monitored through the post market product monitoring review process, (B)(4). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that lid of the tube was found to be damaged. The sealed membrane should be sealed but found to be broken. The product was used and no harm was reported. A photograph depicting the issue was received from the complainant.